Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they were in the process of pumping up their device and they noticed an end of service (eos) message. The patient said they hadn't had any problems until yesterday and today. Patient services reviewed eos and redirected patient to their healthcare provider (hcp) to further address the issue. The patient said their urologist told them the device would last 15 years, but it only lasted 2 years. Agent reviewed battery level and its effects on stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.